Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of myopotential noise and t-wave oversensing. Further examination will be performed at the next in clinic visit and the device settings will be reprogrammed. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of myopotential noise and t-wave oversensing. Further examination will be performed at the next in clinic visit and the device settings will be reprogrammed. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system was explanted. A new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of myopotential noise and t-wave oversensing. Further examination will be performed at the next in clinic visit and the device settings will be reprogrammed. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system was explanted. A new system was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.